Manufacturer narrative:
(B)(4). A partial lead measuring 61.0cm was returned in two segments for analysis. External insulation abrasion was noted at 12.0-12.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that the right ventricular lead exhibited an insulation abrasion during a normal device change out procedure. The lead was explanted and replaced. The patient was stable during and after the procedure.